Manufacturer narrative:
The customer contacted a siemens customer care center and reported that they obtained multiple discordant, falsely low glu results on a patient sample on the dimension vista 1500 instrument. Siemens determined that the quality controls recovered within expected ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse resolved a carryover issue and determined that the probe was touching the bottom of the cuvette. The cse manually adjusted the bottom of the cuvette on sample mixer 1, aligned the probe and ran quick check and service method tests, recovering acceptably. Siemens determined that since the mix tests recovered acceptably, the bottom of cuvette alignment issue potentially did not impact the discordant results. The cause of the discordant, falsely low glu results was potentially related to a sample integrity issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on a patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was rerun on an alternate dimension vista instrument multiple times, resulting higher. The highest result, obtained on the alternate instrument, was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glu results.